Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The customer provided quality controls (qc) data, which indicated the results were within range. The ccc specialist aligned the sample probe 3 (s3), and performed base clean on reagent probe 5 (r5). The ccc specialist primed r5 and s3. After ccc specialist completed the troubleshooting, the customer performed precision testing on both levels of quality controls (qc), which passed. The customer performed precision testing twice on the sample in question on the original instrument, which did not pass. The customer performed precision testing on the same sample on an alternate instrument, which did not pass. The customer performed precision testing on a random sample on the original instrument and on an alternate instrument, which passed. The cause of falsely depressed ca results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed calcium (ca) results were obtained on one patient sample upon initial and repeat testing (1st repeat and 2nd repeat results) on dimension vista 1500 instrument (serial number (B)(4)). The initial discordant result was reported to the physician(s). The sample was repeated on an alternate dimension vista instrument (serial number (B)(4)), resulting higher. The corrected result was reported to the physician(s). The customer had redrawn another sample from the same patient and performed precision testing on the same instrument, which passed and matched the corrected results. There are no reports of patient intervention or adverse health consequences due to the discordant, falsely depressed ca results.